Event description:
The user facility reported that the physician pulled back the progreat catheter which was inside the glidecath catheter. When the physician tried to pull back the glidecath, the proximal part (7cm) got detached from the rest. The physician could pull out the rest of the catheter without any problems. The department reported that there was no high resistance, when he pulled out the catheter. The physician used another glidecath and finished the procedure without any further problems. The procedure was completed successfully. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Review of the manufacturing record and the shipping inspection record of the involved product code/lot# combination confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination from other facilities. Terumo medical products (tmp) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was returned for product evaluation. Visual inspection of the actual sample upon receipt found a fracture at approximately 1110mm from the distal end. Magnifying inspection of the actual sample obtained following results. In each fractured section, the reinforcement had been exposed. In each fractured section, it had been curved. Each fractured surface was oval. Electron microscopic inspection of the actual sample obtained following results. In each fractured section, no anomaly such as a scratch that could lead to the fracture was found. In each fractured section, a swollen shape was found at the apex of the oval. In each fractured surface, torn shapes were found. In each fractured surface, the resin and reinforcement were going to one direction. The outer and inner diameters and the effective length of actual sample were measured and confirmed to meet the factory's specifications. Review of the manufacturing record and the shipping inspection record confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination from other facilities. Based on the investigation result, no anomaly was found in the outer and inner diameters, the effective length and records of actual sample. From the state of actual sample, since each fractured surface was oval, a swollen shape was found at the apex of the oval, and the resin and reinforcement were going to one direction, it was likely that some hard object was strongly pushed from one direction, and it was fractured. However, since the details of the occurrence situation were unknown, the cause of occurrence could not be clarified. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.